Manufacturer narrative:
The drill was received by the MFR and the complaint was confirmed. Internal components were evaluated and extensive corrosion was discovered within the motor assembly and bearings. The presence of corrosion can lead to increased friction between rotating components, resulting in heat being generated. The motor assembly and bearings were replaced.

Event description:
It was reported that during testing conducted by the MFR sales rep, the drill heated up. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no adverse consequences were alleged with this event.